Event description:
A pt reported experiencing hypoglycemia while using a surestep meter. Pt has been using ss meter for 4 years without any problems. The ss meter has been displaying the pt's blood glucose as hi during the period of three days in 2001. On the third day, pt's blood glucose read hi on ss meter about 8pm. Minutes later pt passed out. Pt did not experience any symptoms before passing out. Paramedics were called. Pt's blood glucose was 27 mg/dl on paramedic's meter of unknown brand. Pt was transferred to ER, where pt was diagnosed with hypoglycemia. Pt was treated and discharged in the next day. No further info has been reported.